Manufacturer narrative:
Device is combination product.

Event description:
Reportable based on device analysis completed on 02-nov-2018. It was reported that crossing difficulties were encountered. The 90% stenosed, 2.5mm x 32mm target lesion was located in the moderately tortuous and lightly calcified vessel. A 2.50x32mm promus element stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. A promus element, mr, ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts from distal stent rows 12-15 were damaged with stent struts misaligned. The undamaged stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion.